Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip grasped and locked onto tissue; however, the clip was stuck to the catheter to release. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.